Event description:
It was reported to philips that the system's c-arm was unable to move. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned (non-emergency) procedure, which was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system on-site and found that the system's c-arm was unable to move. Upon troubleshooting, the fse found that the cause of the issue was an amc(automatic motion control)(3spc) failure. To resolve the issue, the fse ordered and replaced the amc(3spc). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.